Event description:
Boston scientific neurovascular became aware that during a procedure, the subject device would not fit into the hub of the microcatheter. No complications were reported to have occurred with the patient during this event.

Manufacturer narrative:
Analysis of the subject device showed that the heat shrink tubing at the proximal segment of the pusher wire was split, subsequently this event became a medical device report. Inspection of the subject device showed through the introducer sheath that the main coil was stretched. Attempts to push the main coil out of the introducer sheath were made without success. The introducer sheath was sectioned and the main coil was pulled out. Approximately 2.5 cm in length of the heat shrink teflon tubing on the pusher wire was noticed to be split at its proximal end. The main coil lost its secondary shape. Only the total length of the subject device was not in conformance with the required dimensional specifications due to the severe stretching. No review of the device history record was carried out because the lot number for this batch of finished goods was not made available to the manufacturer. The cause of the observed anomalies with the subject device cannot be determined. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity.